Event description:
Note: this report pertains to the one of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2009-01513 for a description of the other event. It was reported to boston scientific corporation in 2009 that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed two days prior. According to the complainant, during the second procedure, they were unable to advance the guidewire through the catheter. The physician suspected the lumen diameter of the guidewire at the tapered part might be smaller than usual. The same issue happened at the first procedure. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.